Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was not able to verify the customer's reported issue. The ventilator passed 192 hours of extended tests at the customer's settings. The ventilator passed troubleshooting final test, which includes many alarm and ventilation functions.

Event description:
It was reported to vyaire medical that the ventilator alarmed "power loss" and the ventilator shut down. There was no report of any patient involvement associated with this reported event.